Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported a frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit powered up properly after battery installation. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test and displacement test. Unit was monitored and no frozen screen noted. Successfully downloaded history files and traces using thump. Pump error 53 (file number = (B)(4), line number =(B)(4)) was triggered on (B)(6) 2024 at 12:04:00. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered on minute event since basal update response was missed from motor mcu 2 due to hardware issue. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing and end cap address label missing. In conclusion, frozen screen was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.